Event description:
It was reported that the customer received a motor error and a motion sensor test failure alarm. The customer's blood glucose level was 135 mg/dl. The customer exposed the insulin pump to a MRI machine. She was advised to disconnect from the insulin pump and revert to a back up plan. The customer was unable to complete the rewind sequence. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump failed the displacement test, and gave an alarm during the rewind due to an out of phase encoder signal. No motor error alarm was noted during testing. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.